Event description:
It was reported that lead dislodgement occurred. The lead was explanted and replaced. The patient's condition was stable after the event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis was normal. No anomaly was found.